Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 27 mmol/l and the current blood glucose was 5.1 mmol/l. Customer treated high blood glucose with bolus. Customer did not stated any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.